Event description:
The customer reported that while the unit was in use on a patient, the unit's autofill indicator light was not illuminated and the unit was double counting the electrocardiogram. Therapy was continued. No patient injury was reported.